Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon attempted to implant a constrained liner but was unable to get the locking mechanism engaged. He felt his only option was to implant another mdm.

Manufacturer narrative:
An event regarding assembly issue involving a trident 0 deg constrained insert 28g was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. The exact cause of the event could not be determined because the product was not returned. Further information such as the reported device and operative report are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon attempted to implant a constrained liner but was unable to get the locking mechanism engaged. He felt his only option was to implant another mdm.